Event description:
Oversensing due to noise in this rv lead was reported. No explant date was given and no mention of any sort of intervention.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available iegms confirmed the presence of noise on the rv as well as on the ffchannel which led to vf detection without shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the rootcause of the clinical observation. An analysis of the lead would be necessary for a rootcause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.